Event description:
Product claims to whiten and straighten teeth. It does neither. 2pcs transparent teeth whitening & straightening mouth guard, odorless oral care accessories, teeth protector for bruxism, suitable for men & women, ideal gift for teachers' day, halloween, christmas, thanksgiving, birthday I discovered amazing products on (B)(6).